Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported when the device is turned on there is white noise. There was no reported patient involvement.